Manufacturer narrative:
The insertion needle for the enlite sensor was not returned. Unable to confirm the insertion complaint; the complaint is against the insertion device. The customer returned opened and used enlite sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor anomaly. Customer's blood glucose was unknown. The customer stated that he pulled the serter and the needle hub fell apart. The product was returned for analysis.